Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a (B)(6) female patient was admitted with a multi-fragment diaphyseal fracture of the right femur. The patient is epileptic with an arthrosis of the right hip. The insertion of the locking bolt for ufn was difficult and the hexagon was damaged. It was replaced with another one of the same length. Additionally, the fastening sheath was assembled onto the screwdriver but it failed to fasten the locking screws. The image intensifier was used during the surgical procedure to determine the reduction of the fracture, the correct position of the nail, the helical blade, and the locking elements. The surgical wound was closed and the procedure was completed without complications. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Investigation could not be completed the device history report was not applicable because the part and lot number combination is unknown at synthes (B)(4). Therefore, the device history report is not possible. Placeholder.